Event description:
In 2008, the sales representative reported that during a lumbar surgery, the assistant threaded the closure top into the screw at the top of the construct in l2 and it deformed the saddle of the screw and caused the head to splay. The surgeon explanted the screw and implanted another one. There was a surgical delay of ten minutes. There was no report of pt injury.

Manufacturer narrative:
Requests have been made for the return of the product. Request has been made to obtain the product. Device manufacture date is unk. Evaluation is pending upon the return of the product.